Event description:
It was reported that during a carotid stenting treatment procedure, a vasospasm occurred. Access was gained via the right femoral artery using a 6f sheath. Angiography was completed and confirmed a 40mm and 91% severely stenotic lesion 2cm from the origin in the left common carotid artery. There was a 5.3mm reference vessel diameter. The 300cm filterwire ez was advanced and crossed the lesion without difficulty using "roadmap" techniques and successfully deployed. There was significant vessel spasm noted after placement of the filterwire. Predilation was completed with a maverick 4.0x20mm balloon, with three inflations at 6atm completed in different locations within the lesion. Angiography confirmed 45% residual stenosis. A 7.0x40mm carotid wallstent was then advanced to the target lesion and successfully implanted. An unknown 6.0x40mm balloon was advanced, and the entire length of the stent was post dilated at 15atm including the origin of the carotid artery, resulting in 0% residual stenosis. Angiography showed dramatic improvement and the stented segment was reported to have a larger minimal lumen than the proximal and distal segments. The filterwire was removed, and the patient was infused with 2mg of cardene to treat the vasospasm. The event was said to be resolved with no residual effects after removal of the filterwire and administration of medication. The patient was discharged 2 days later. Per the physician, it is probable that the vasospasm was due to the filterwire.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The device was not returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications, as the event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
(B) (4). It was reported that during a carotid stenting treatment procedure, a vasospasm occurred. Access was gained via the right femoral artery using a 6f sheath. Angiography was completed and confirmed a 40mm and 91% severely stenotic lesion 2cm from the origin in the left common carotid artery. There was a 5.3mm reference vessel diameter. The 300cm filterwire ez was advanced and crossed the lesion without difficulty using "roadmap" techniques and successfully deployed. There was significant vessel spasm noted after placement of the filterwire. Predilation was completed with a maverick 4.0x20mm balloon, with three inflations at 6atm completed in different locations within the lesion. Angiography confirmed 45% residual stenosis. A 7.0x40mm carotid wallstent was then advanced to the target lesion and successfully implanted. An unknown 6.0x40mm balloon was advanced and the entire length of the stent was post dilated at 15atm including the origin of the carotid artery resulting in 0% residual stenosis. Angiography showed dramatic improvement and the stented segment was reported to have a larger minimal lumen than the proximal and distal segments. The filterwire was removed, and the patient was infused with 2mg of cardene to treat the vasospasm. The event was said to be resolved with no residual effects after removal of the filterwire and administration of medication. The patient was discharged 2 days later. Per the physician, it is probable that the vasospasm was due to the filterwire.